Manufacturer narrative:
An immucor field service engineer (fse) visited the customer site on (B)(6) 2018 to assess the testing instrument in question. Complaints of positive reactions being interpreted as negative by the galileo echo camera algorithm are being corrected under design control project (B)(4). The echo instrument is performing as expected with the exception of the camera module ability to appropriately identify some true positive results. The immucor technical communication (B)(4) is being used by the lab to visually confirm all negative assay events reported by the echo instrument. (B)(4).

Event description:
On (B)(6) 2018, a customer site reported an unexpectedly negative antibody screen when using capture-r ready-screen (3) with a galileo echo instrument.